Manufacturer narrative:
The screw features a saddle that has shifted upwards into the middle of the tulip head and has become lodged beneath the threads. There is no evidence that the screw was used in a procedure. The returned sample was examined for any signs of use or other damage that would indicate that the failure occurred after the device was manufactured. There were no signs of damage on the shanks or heads of these screws. A review of the device history record was conducted. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Based on the investigation, it was noted that the product had not been used and the saddle displacement was noted during internal inspections. This report was originally submitted based on knowledge at the time and premise that the failure occurred during implantation. As the fault is detectable and did not occur during implantation it does not pose a risk to the patient and therefore, does not constitute a reportable event. A CAPA has been opened to identify the root cause and implement corrective actions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint received from (B)(6), synthes quality engineer. Noted during express care incoming inspection in monument. Collar popped out.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.